Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced loss of connection to the internal device, however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2015.